Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a low blood glucose level of 20 mg/dl. The customer stated that their insulin pump was not the cause of the hospitalization. The customer stated they walked many blocks and did not eat anything which caused the low blood glucose. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.